Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient was seen in the clinic with complaints of palpitations. The device was found to be at elective replacement indicator. There was a plan to replace the device. No patient complications have been reported as a result of this event.